Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a fault code upon interrogation, indicating an excessive charge time. The patient with this ICD had not been appropriately followed since implant, 30 months prior. The ICD had been programmed to high output settings at implant. During the device replacement, the associated lead system was surgically abandoned and replaced due to high pacing thresholds.